Event description:
It was reported that a device dependent patient presented in the operation room for an unrelated procedure. During pre-operative interrogation, electrograms showed noise on the right atrial and right ventricular leads. The leads were capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.